Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by patient registry, approximately 11 months post implantation of a 29mm sapien 3 valve in the aortic position via the transfemoral approach, the valve was explanted and replaced with a surgical valve. The valve was explanted for unknown reasons.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Section b5, d6 and h10 has been updated. Per medical records review, the sapien 3 valve was explanted 11 months post tavr in order to repair a pre-existing aaa (as planned prior to tavr). At the time of explant, the sapien 3 valve was functioning well, there was no allegation or indication of a device malfunction, deficiency or related adverse event. After investigation it has been determined that this event does not meet the criteria of a complaint or a reportable event and a corrected report is being submitted.

Event description:
Per medical records review, the patient has history of severe aortic stenosis and ascending aortic aneurysm (aaa) and presented with severe aortic insufficiency, left ventricle ejection fraction of 20%, severe right ventricle dysfunction, moderate-severe tricuspid regurgitation (tr) with pulmonary hypertension and moderate mitral regurgitation (mr). Because of the critical nature of the patient's conditions, the aaa was unable to be treated and it was decided to perform a tavr procedure as a bridge to stabilize the patient before attempting surgical repair of the aaa later. The patient underwent a tavr procedure with a 29mm sapien 3 valve. Post tavr the patient's condition clinically improved, and 10 months later follow up echo revealed near normal left ventricle function, with some residual biventricular and biatrial enlargement, but no significant valvulopathy. The mr and tr resolved, and the patient had no complain of heart failure symptoms. As the patient was doing so well it was decided to proceed with repair of the enlarging aaa that will also necessitate removal of the sapien 3 valve. Approximately 11 months post tavr procedure the patient underwent a bentall procedure to repair the aaa with a 25 mm konect resilia aortic valve conduit. Per the surgeon, at the time of explant the sapien 3 valve was functioning well. The patient tolerated the procedure well and was transferred to ICU in stable condition. Hospital course was complicated by an av block and a permanent pacemaker was implanted on post operative date (pod) 2. The remaining of the hospital stay was uneventful and the patient was discharged for physical therapy and rehabilitation on pod-11.